Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: the review of the black box data revealed multiple unexplained power reboots. In addition, the power rebooting was duplicated during the investigation while handling the pump. The pump was run on a 24 hour basal program using the returned battery cap with no power interruptions; however, the unexplained power rebooting occurred once the pump was handled. The pump was opened up and a loose component (capacitor c24) fell out of the pump. No damages were observed to the battery cap or the battery compartment threads. The battery cap was able to secure. However, the battery compartment was cracked in two places. In addition, the audio bolus button cover was damaged and punctured; however, the audio bolus button was responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 01/04/2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.